Manufacturer narrative:
Analysis of programming history.

Event description:
During review of internal programming history it was noted that a faulted test occurred on (B)(6) 2010. A lead test was interrupted on (B)(6) 2010, which inadvertently changed the patient's settings to lead test parameters and no interrogation followed in this visit. It wasn't until (B)(6) 2011, that the settings in question were found and corrected.